Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. It is likely that the reported balloon rupture occurred due to interaction with the lesion site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot specific product related issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the distal femoral artery with mild tortuosity and heavy calcification. Resistance was not felt during advancement of a 7mm x 40 mm armada 35 balloon dilatation catheter to the lesion and crossed successfully; however, the balloon ruptured during the first inflation at rated burst pressure. A new armada 35 was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.